Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Device would not inflate due to fluid leak and cylinder tear. No adverse patient effects.